Manufacturer narrative:
Date of event: (B)(6) 2019. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1/u3) of the airflow subsystems.

Event description:
A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. During analysis the returned component failed the air flow accuracy and the oxygen flow accuracy test. No patient involvement. Event date not specified, estimate used.